Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/device evaluation h3 device evaluated by mfg - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Data log was performed and inaccuracy was not found within the investigation window. Data log analysis was performed and failed. The allegation was confirmed. The probable cause could not be determined.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 02-06-2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).